Event description:
The customer advised the tube underfilled.

Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No pictures were provided. We have no further complaints on the material/batch. Based on further information provided by the customer, the affected tubes may have been exposed to uncontrolled storage conditions. The cause of the event cannot be determined.